Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, a facility representative reported via (B)(4) that an ar-6480 dualwave pump screen kept blinking and the pressure is off, they said the pump is unreliable to use, and no patient was affected. There was no additional information provided, and additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. During evaluation the dw arthroscopy pump functioned, however, due to the age of the device both motors are old revisions and require upgrades. Both inflow and outflow motors were observed to be noisy at 89db's and perform below specifications at 1200 mls per minute. Physical damage was found to the top cover, bottom cover, bezel, both door covers, the lcd touch screen, and the serial label. Confirmed unit software version is v1.8 rev. 20. Update the software label from v1.8 rev 20 to v1.8 rev 24. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. Manufactured date is 09/11/2024. See vendor evaluation.